Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complaint device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during a combined mesh procedure performed on (B)(6) 2016. According to the complainant, the patient experienced rectal injury which required surgical treatment under general anesthesia. On (B)(6) 2016, at the completion of the combined transvaginal mesh (c-tvm) procedure, rectal examination was performed to check for rectal injury. The mesh was felt in the rectal cavity, so the mesh was removed from the vaginal wound immediately. The surgery department was consulted, then procedures were done for transanal and rectum injury suturing and sigmoid colon colostomy creation. On (B)(6), the patient felt abdominal pain, and CT scan confirmed ileus protruding subcutaneously from the intestine in the area of the stoma. Reportedly, on (B)(6), the sigmoid colon stoma was closed and an ileostomy was created.